Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. The instructions for use (IFU) states that it is possible to experience very bothersome visual disturbances, significant enough that the patient could request explant of the iol. Most patients implanted with the company intraocular lens (iol) are likely to experience significant loss of contrast sensitivity as compared to monofocal iol. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced low tolerance to light, perception of halos, shadows (mainly in driving activities), difficulty in contrast of gray tones on the cell phone screen. Symptoms were clearly explained to the patient, that it might take a few months of adaptation. However, the patient was markedly symptomatic. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.